Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery with mild calcification, no tortuosity and 80% stenosis. A 3.0x38mm xience skypoint stent delivery system (sds) was implanted, however, it was noted after use that the device is expired. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Reportedly, the xience skypoint was used past the expiration date. The xience skypoint everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by date. The investigation determined the reported complaint appears to be related to user error as the device was used past the expiration date. The expiration date of the product is important for sterility, efficacy, and performance of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2017 - use after expiration.